Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 10/30/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor memorygel breast implant 300cc gel prosthesis, catalog: 3503001bc, serial number: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient had mentor memorygel breast implant 300cc gel prostheses implanted. Rupture on the right breast prosthesis was diagnosed post procedure through a mammogram. At the time of this report, mentor has received no information regarding explantation or expected explantation date.

Manufacturer narrative:
Upon receipt by mentor, the device contained gel with cloudy appearance. Yellow and brown material were observed within the device. Gel was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed a crease extending to both views. A rent was discovered within the crease measuring approximately 0.8 cm. A second rent was discovered also on the posterior view measuring 1.2 cm. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. No other anomalies were found. The complaint of rupture was confirmed since two rents were found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow and brown material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rents and crease occurred sometime subsequent to the removal of the device from its protective packaging. The device history record (DHR) of lot number 5613543 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/29/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/7/2018, mentor received additional information that rupture was discovered on the left breast prosthesis during bilateral explantation procedure on (B)(6) 2018. This report is for the right breast prosthesis. See manufacturer report number 1645337-2018-07379 for the contralateral prosthesis. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. (B)(4).